Event description:
According to the reporter, during a laparoscopic gastrectomy procedure, when closing the blood vessel, the first clip was fired, and the blood vessel was approached and squeezed the clip applier, but the clip was half-closed. It was noted that the clip did not fell into the patient's cavity. A new device was taken out to resolve the issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument was received partially applied. The clip counter was not active. No visual abnormalities were observed with the instrument. Functional test found that the instrument cycled without binding. One clip advanced into the jaws, formed properly, and was held securely in place after full formation was achieved and the firing handle was released. The handle was actuated repeatedly and no clips deployed or advanced. It was reported that the clip was half-closed. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the clips would not deploy. The instrument was received with no clips however, it was not received with the interlock, the ratchet system was not functioning. The instrument was dismantled, and it was noticed that all components were present and correct. The trip lever and pusher bar, lockout and follower were found in its correct position and no damage or broken parts were observed in the additional cartridge and gun components. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy procedure, when closing the blood vessel, the first clip was fired, and the blood vessel was approached and squeezed the clip applier, but the clip was half-closed. The half-closed clip was removed from the blood vessel and retrieved from the body. A new device was taken out to resolve the issue. There was no patient injury.

Manufacturer narrative:
Follow-up report #002 for series 9612501-2024-00747 was submitted in error; there was no new information warranting a report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.